Event description:
Medtronic received a report that a solitaire fr thrombectomy stent could not be advanced into the non-medtronic microcatheter. There was no damage to the stent or microcatheter. The microcatheter was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery emergency thrombectomy procedure. Ancillary devices included: (B)(6) 90 cm long sheath and a zylox-tonbridge medical intracranial support catheter, microvention headway-21 microcatheter, ton-bridge medical dragon (jiaolong) crd-4-30 replacement microcatheter. Additional information was received stating that the lesion was a cerebral middle artery embolism affecting a relatively large area. Vessel tortuosity was normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The cause of the resistance was not determined. The patient¿s baseline condition was tici grade 0 and nihss score 13, which improved post-thrombectomy to tici grade 3 and nihss score 3. Resistance was encountered at the hub of the catheter, and there was also resistance in the solitaire sheath. A continuous saline flush was administered and maintained as indicated in the IFU. The tip of the sheath was secured in the hub of the microcatheter. It is uncertain whether the rhv (rotating hemostatic valve) was secured during delivery. No kink or damage was observed on the pushwire of the solitaire.

Manufacturer narrative:
H3: product analysis ¿ as-found condition: the solitaire fr device was received for analysis packaged in a shipping box and a clear biohazard plastic pouch. ¿ visual inspection / damage details: the solitaire fr device was returned within its introducer sheath. No bends or kinks were observed on the pusher, and the stent remained attached to the pusher. The marker coil, detachment zone, proximal marker, and glue domes were all found to be in good condition. The stent teardrop strut was observed to be bent. All remaining stent struts in both the working and non-working lengths, including the finger markers, were found to be in good condition. The skived sheath was observed to contain dried residue on the inner surface. ¿ internal testing: the solitaire fr device could not be advanced or retracted from the introducer sheath. As a result, the sheath was skived to release the stent due to its inability to be pushed or pulled from the sheath. ¿ conclusion: based on the device analysis and the information provided, the reported issue of ¿stent resistance/stuck in sheath¿ was confirmed, as the solitaire fr stent could not be pushed or pulled out from its introducer sheath during testing. The reported issue of ¿stent stuck in catheter hub¿ could not be confirmed. The solitaire fr device could not be used for testing due to its damage condition. Potential causes of ¿resistance/stuck in sheath¿ include overtightening of rhv, improper hubbing technique, damaged introducer sheath, or introducer sheath ID or od out of specification. Possible contributors to a ¿stent stuck in catheter hub¿ event include use of an incompatible catheter, catheter damage, rhv loose during delivery, introducer sheath damage, or sheath is not fully seated in hub. According to the customer, the introducer sheath was secured in the catheter hub; however, it is unknown whether the rhv was secured during the delivery of the solitaire fr device. No damage was observed on the introducer sheath, and its ID and od were measured within specification. The reported non-medtronic (headway 21 microcatheter) used with solitaire fr-6-30 device determined to be incompatible due to its inner diameter of 0.021¿. As stated in the instructions for use, ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches¿. In this event, use of an incompatible catheter likely contributed to the reported ¿stent resistance/stuck in sheath¿ and ¿stent stuck in catheter hub¿ events. Advancing the solitaire fr device against resistance may have resulted in the observed damage to the stent teardrop strut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.